Event description:
A consumer reported that following intraocular lens (iol) implant surgery, his vision in the left eye is out of focus at distance and near. Also, it feels like the eye is dilated. The consumer reports having a laser treatment for a secondary cataract. Additional information was received from the surgeon, who reported the patient sees 20/20 with mild astigmatic correction, has a healthy eye, and had a great outcome. The surgeon indicated the reporter was "just (an) unhappy patient".

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File information provided indicated the use of an approved cartridge. The product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the iol lot. Additional information was requested and received. (B)(4).